Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt was admitted due to a motorcycle crash and trending showed the pt's p waves dropped dramatically on this right atrial (ra) lead. The pt came in for a cardiac catheter and the ra lead was found to have dislodged. No adverse pt effects were reported and the pt is asymptomatic. The lead is planned to be repositioned in the future. This ra lead still remains in service. Should additional information become available this report will be updated.